Event description:
It was reported that peel-away sheath is "faulty". Patient was reported as fine after event. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw1290 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of the peel away sheath being faulty is inconclusive due to the poor sample condition. One powerpicc kit was returned for evaluation. An initial visual observation showed that the kit was returned opened and everything was returned in the kit except for the microintroducer. There were no use residues throughout the kit, and there was nothing remarkable observed regarding the products returned in the kit. Based on the observations of the returned sample, the complaint of a faulty peel away sheath in the powerpicc kit is inconclusive as the microintroducer was not returned with the rest of the kit and could not be evaluated. Possible causes of failure could be manufacturing related splits in the sheath before user interface, or insertion angle of the device into the patient; however, a conclusion cannot be made at this time due to the returned sample condition.

Event description:
It was reported that peel-away sheath is "faulty". Patient was reported as fine after event. No other information was provided.